Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that ventricular output measurements failed, one suppressor diode was noted to be defective. It was also noted that all bails were missing, all bail covers were missing, the upper and lower cases were broken and the atrial output connector was broken. (B)(4).

Event description:
It was reported that the external pulse generator (epg) had bad measures and there was no stimulation detected. It was noted that the patient went into cardiac arrest and hospitalization was required as a result. The epg was returned to the manufacturer for servicing. No further patient complications have been reported as a result of this event.